Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m145270 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m145270, test base part number 190-430 / lot: m145270. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m145270 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 direct tested nasopharyngeal swab . Repeat testing was not performed. Confirmation testing with rt-pcr and lamp methods (ag quantitative, ad qualitative) was performed and all tests generated negative results. The customer stated the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed that patient transferred to another hospital and there was no impact in the patient's treatment.